Manufacturer narrative:
(B)(4). (B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy with polypectomy and clip placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter even after opening and closing the handle. The catheter was then cut and manipulated; however, the clip was still attached. Reportedly, the clip was pulled out of the scope along with the entire tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.